Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient (B)(6) index procedure was performed on (B)(6) 2017. On 08-jul-2024 apifix was made aware that patient (B)(6) , who underwent surgery in assuta seven years ago, came to see a surgeon at beilinson complaining of pain, but she is mostly bothered by the rotation and the rib hump. Patient was pushing for full fusion, but the doctor said he would recommend removing or correcting with apifix, yet she insisted. Surgery scheduled for (B)(6) 2024 at beilinson. The revision was performed smoothly on (B)(6) 2024. No report of patient harm/complication was received. Device is not being returned to manufacturer; patient has asked to keep implant. The risk of pain is a known risk. Pain associated with scoliosis is well described in the literature regardless of having corrective surgery. Pain can also be a transient complaint associated with the surgical procedure or be secondary to device failure, infection/inflammation, curve progression, screw pull-out, loosening, migration, protrusion, and prominence.the event of pain is addressed in the IFU as a warning and as potential risks associated with the mid-c system and spinal surgery generally. The risk of curve progression is a known risk. The event of spine imbalance is addressed in the IFU as potential risks associated with the mid-c system and spinal surgery generally section. Spine imbalance post-surgery can result from curve progression, improper device use, or treating not within the indications for use. Imbalance can also be an aggravation of a pre-op condition. The risks have been characterized and documented as acceptable within full risk assessment.

Event description:
On 08-jul-2024 apifix was made aware that patient (B)(6) , who underwent surgery in assuta seven years ago, came to see a surgeon at beilinson complaining of pain, but she was mostly bothered by the rotation and the rib hump. Patient was pushing for full fusion, but the surgeon said he would recommend removing or correcting with apifix, yet she insisted. Surgery scheduled for (B)(6) 2024